Event description:
As reported, approximately 1 year and 8 months post the initial right total shoulder arthroplasty, the patient was revised due to an infection. Everything was removed. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6) 320-42-00 - equinoxe reverse 42mm humeral liner +0 (B)(6) 320-15-08 - sup/post aug plate, r rs glenoid baseplate (B)(6) 320-02-42 - rs expanded glenosphere 42mm, +4mm offset (B)(6) 300-01-15 - equinoxe, humeral stem primary, press fit 15mm (B)(6) 320-20-00 - eq reverse torque defining screw kit (B)(6) 320-10-00 - equinoxe reverse tray adapter plate tray +0 (B)(6) 320-15-05 - eq rev locking screw (B)(6) 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm (B)(6) 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm.

Manufacturer narrative:
A review of the sterile certificates and/or the final endotoxin test reports was performed. All lots were accepted to the requirements. The reason for the reported revision due to infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.